Manufacturer narrative:
Date of event: date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to inserting the clip, it was noted that regurgitation was noticed in a3/p3 and a2/p2. One nt clip was successfully implanted at an a3/p3 location, reducing mr to a grade of 1. On an unknown date, the patient returned to the hospital. Echocardiography was performed and showed that mr had increased to an unknown grade. The physician stated that a gain and loss of volume control caused regurgitation to occur at a2/p2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported recurrent mitral regurgitation (mr) could not be determined. Additionally, the reported patient effect of mr is listed in the mitraclip instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.